Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer stated other blood glucose value was 400 mg/dl. The customer was treated with insulin drip, emergency room. Customer stated also producing large ketones. Customer declined troubleshooting. The insulin pump will not be returned for analysis.